Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid at home. Peritoneal effluent fluid cultures obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis and candida albicans. There was no report of a white blood cell count from the admitting facility. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin and oral fluconazole (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy with a hospital provided hd machine (unknown brand and model) the duration of admission. The patient is recovering from this event as they await discharge home. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge. The patient will resume ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid at home. Peritoneal effluent fluid cultures obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis and candida albicans. There was no report of a white blood cell count from the admitting facility. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin and oral fluconazole (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy with a hospital provided hd machine (unknown brand and model) the duration of admission. The patient is recovering from this event as they await discharge home. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge. The patient will resume ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to touch contamination during pd therapy as reported by a medical professional. Nonadherence top asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.